Manufacturer narrative:
The investigation is ongoing. Device remains implanted.

Event description:
As informed by the physician to the field specialist, approximately 2 years 1 month post implant of a 23mm sapien 3 ultra valve in the aortic position via transfemoral approach, the patient will be undergoing an open procedure to explant the valve due to an infection. Additional information received via medical records indicated approximately 2 years post implant, the patient presented with mildly increased gradients suggesting moderate stenosis. It was also noted that there was severe aortic insufficiency (ai) and paravalvular leak (pvl). The patient had s. Viridans bacteremia approximately 7 months post implant, but it had been resolved and the valve showed no degeneration or vegetation and was functioning normally. Approximately 2 years 1 month post implant, the patient was confirmed to be present with stenosis and severe pvl with shortness of breath (sob) symptoms. The patient will be undergoing an explant of the valve and a surgical aortic valve replacement (savr). The patient will also require left internal mammary artery (lima) to the left anterior descending artery (lad) bypass graft and dental cleaning and extractions prior to the savr.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Medical records were provided for review. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was also performed and revealed no other events relating to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve and delivery system usage. Per the IFU, accelerated deterioration of the valve due to calcific degeneration may occur in patients with an altered calcium metabolism. In addition, valve stenosis, structural valve deterioration, and paravalvular leak (pvl) are listed as potential risks associated with the use of the valve, delivery system, and/or accessories. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The events for valve stenosis and paravalvular leak (pvl) were confirmed based on medical records provided. There is no allegation of a device malfunction that contributed to the reported events. A review of the IFU and training manuals revealed no deficiencies. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity, it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. Per medical records review, it was noted that the patient had hyperlipidemia. It is known that patients with hyperlipidemia may have an increase risk of valve calcification leading to stenosis. In this case, available information suggests that patient factors (hyperlipidemia) may have contributed to the event. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, a root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.